Event description:
It was reported that the tip of instrument broke off in the threaded portion of the stem implant, and remains implanted.

Manufacturer narrative:
The affected device was returned and examined visually to determine the cause of the reported incident. The tip of the stem impactor rod which engages with the hip stem in order to fully seat it into the femur fractured. The tip fracture is most likely due to impact forces. If during impaction sufficient side loads are transferred to the tip of the stem impactor rod, a mechanical overload or fatigue fracture can occur. Additionally, if the tip is damaged due to such impact forces to the extent that it influences connection to the hip stem, there may be difficulty when trying to remove the stem impactor rod from the implanted stem, and the stem impactor rod may fracture during removal.